Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on (B)(4) 2014. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the transceiver pcb, no further anomalies were identified. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The programming wand analysis was completed on (B)(4) 2014. The programming wand performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the nurse was having communication issues with her handheld device. The wand was confirmed functional. Review of manufacturing records confirmed that the suspect device passed all functional tests prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld device passed all functional tests prior to distribution.